Event description:
Biosense webster 8 mm ablation catheter. After inserting the catheter into the patient's body, doctor connected the catheter to the cable and there was no signal showing up on the monitor. The catheter was removed. A second catheter was inserted, connected to cable, and the signals were present on the monitor. There was no injury to the patient.